Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet, triggering a pairing failed alert, and pairing was successful after the ilet was restarted, consistent with an intermittent communication failure involving the electrical and magnetic transmission path, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the dexcom g7 and the ilet, consistent with intermittent communication failure and implicating the electrical and magnetic subsystem, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was component failure.